Event description:
Healthcare professional (hcp) reports a blood leak during pt use on an unknown reuse number noted by a blood leak alarm. There was no visible blood in the dialysate lines and no hemastix was performed to confirm the blood leak. Treatment was continued with the same disposables without incident. No blood loss was reported. No pt injury or medical intervention reported.